Manufacturer narrative:
It was determined after receiving further clarification from receipt of the device that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event. The piece of the device that was originally described as being separate from the device was verified to be the rubber o-ring. The o-ring has been determined by the manufacturer that it would not share the same potential risk and harm as another smaller or unknown component as originally described.

Event description:
The procare tech reported that the device disassembled while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The procare tech reported that the device disassembled while it was being serviced at the user facility. There were no adverse consequences related to this event.